Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm, crack on the battery tube side, and a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and damage was affecting/impacting pump functionality. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after pump restart. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. Pump powered up properly after battery installation. Pump passed the self test, sleep current measurement and active current measurement. Pump was monitored, no blank display and stuck button alarm noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 08/23/2025 15:23:20.000 low battery alert was found on: 08/23/2025 10:56:00.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 27-aug-2025 at 04:08:58.000. There was no power data available for the date of 23-aug-2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. In further review of the formatted history file 1 week prior to the event date of 26-aug-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 08/20/2025 04:03:00.000. 08/20/2025 05:23:00.000, 08/20/2025 05:33:00.000. 08/21/2025 01:48:00.000, 08/21/2025 01:58:00.000. 08/23/2025 17:44:00.000. 08/25/2025 05:02:00.000. 08/26/2025 05:12:00, 08/26/2025 05:22:00.000. Lostsensor2alert (781) was found on: 08/26/2025 05:38:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Pump error 61 (stuck key alarm) was found on: 08/26/2025 17:33:46.000, 08/26/2025 17:43:01.000. 08/26/2025 18:19:42.000, 08/26/2025 18:29:00.000. 08/26/2025 18:39:11.000, 08/26/2025 18:47:06.000. 08/26/2025 18:56:07.000. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the j1/pcba 1 connector. Slight corrosion was also found on the pcba 2, force sensor, motor and vibrator assembly noted. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file, due to slight corrosion on the j1/pcba 1 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. Customer alleged for blank display was not confirmed. However, pump error 61 (stuck key alarm) was confirmed according in the formatted history file, due to slight corrosion on the j1/pcba 1 connector. During visual inspection, slight corrosion was also found on the pcba 2, force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.